Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under her breasts which later spread to the top of her breasts. The patient described the rash as burning, itching, stinging, and bleeding and reported potentially being allergic to the device. The patient was prescribed tena cream by a nurse at a rehabilitation facility and also reported using over the counter lotion and powder. The patient decided to end use of the lifevest. Follow-up indicated that the skin condition had improved.